Manufacturer narrative:
Film evaluation summary: the inaccurate delivery was confirmed on the films provided; however, the cause of the event could not conclusively be determined. It is possible that the relatively tortuous thoracic aorta may have contributed to this event. It is also possible that implanting a medtronic device within a non-medtronic stent graft may have been a contributory factor. The reported pain and delivery system tip deformation could not be assessed on the available images. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 200mm type a dissection. It was noted that the patient had previously undergone ascending aortic replacement and arch reconstruction, and had an intraoperative elephant trunk stent implanted. Because the patient had the dissection rupture in the descending aorta, the false lumen of the dissection failed to thrombose, and the true lumen continued to be squeezed, this operation required the implantation of the thoracic aortic stent graft to isolate the rupture and expand the true lumen. It was reported that the valiant captivia delivery system was successfully delivered into the patient's body from the left side, and was delivered up along the guide wire to near the distal end of the descending aorta elephant trunk stent. It was planned to deliver the proximal end of the valiant captivia stent graft to the third section of the elephant trunk stent, so that the stent graft and the elephant trunk stent overlapped at three sections and then deployed the valiant captivia stent graft. However, when the stent graft entered the terminal area of the elephant trunk stent along the guide wire, the tip of the delivery system collided and rubbed with the elephant trunk stent, generating great resistance, causing the patient under local anesthesia to feel great pain. It was stated that the tip of delivery system was kinked due to friction with the elephant trunk stent. No therapeutic intervention was required to treat the pain. The guide wire position and stent morphology were adjusted many times in an attempt to deliver the stent graft to the predetermined position, but the stent graft could not reach the predetermined position. Finally, the stent graft could only be deployed at the position where it overlapped with the elephant trunk stent by only about 1 section. The stent graft was successfully deployed but in a different position than pre-planned, with the risk of disconnecting from the elephant trunk stent. The thoracic aortic stent graft delivery system was then withdrawn and the operation was completed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position and the tip capture release in the open position. There was no deformation evident to the graft cover. The taper tip was slightly curved with the tapered end partially pinched and deformed. The reported inaccurate delivery could be confirmed through analysis; deformation in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.